Event description:
Medtronic zinger medium 0.014 diameter 180 centimeter straight tip guidewire broke off during athrectomy of the superficial femoral artery. Subsequent attempts to retrieve guide were unsuccessful. Guidewire remains in the popliteal artery intimal layer.